Event description:
Attempted to defibrilate patient, but the monitor machine failed to operate. Switched to internal paddles, but still failed to operate. Malfunction due to a broken defibrillator paddle cord.